Event description:
Pt had left mastectomy approx 17 yrs ago at another facility. Had recently noted expanding facility. Had recently noted expanding mass in breast. In surgery, found to have hematoma of breast, ruptured implant, and silicone granuloma. Capsulectomy done with drainage of hematoma, implant removal, and granuloma excision.